Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that as the surgeon was drilling into the acetabulum, the drill bit broke off. It is believed that the fractured tip remained in the patient.

Manufacturer narrative:
Modular flexdrill bit was returned for review. Receiving inspection reports were reviewed and identified no deviations or anomalies in the manufacturing process. The modular flex drill bit returned is fractured in two. This drill bit has a potential field age of approximately 4 months based on manufacturing date. The dimensions were found conforming to print specifications where measured. Rockwell hardness testing was performed and results were found conforming to print specifications. The frequency of use of this instrument is unknown. This device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. With the information provided, a root cause could not be determined with certainty.

Event description:
It is reported that as the surgeon was drilling into the acetabulum, the drill bit broke off. It is now known that all pieces were retrieved and no piece remained in the patient.